Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013-, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that at the patient¿s last refill on (B)(6) 2013 a bridge bolus and update to a new concentration was not performed. The concentration was changed from 1000 micrograms per milliliter to 2000 micrograms per milliliter. The patient was at the clinic on the date of this report and programming changes were being made. There were no adverse patient effects for the patient despite the patient having received double the daily dose. The pump was programmed for 291 micrograms per day but was actually receiving 581 micrograms/day. This was what the physician was reprogramming on the date of the report as the daily dose. The device system was to deliver gablofen. Additional information was requested. It was further reported that the patient was ¿fine¿ and tolerated the dose without difficulty, ¿surprisingly.¿